Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475cc saline breast implant, catalog # 3501680, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant and capsular contracture (baker grade unknown) on the right breast implant. The deflation and capsular contracture were diagnosed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant, see manufacturer report number 1645337-2018-05967 for contralateral prosthesis.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 475cc and experienced deflation on the left breast implant and capsular contracture (baker grade unknown) on the right breast implant. The deflation and capsular contracture were diagnosed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-05967 for contralateral prosthesis. The device was returned to mentor without fluid inside. Yellow material was observed within the device. White material was observed on the shell surface. During visual examination, the mentor product analysis lab revealed creases on the anterior view that extended to the posterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. At this point it is not possible to determine the root cause of the creases or the origin of the yellow and white material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was redone and completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view and the posterior view. In addition, a tear was noted on the anterior view within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 475cc saline implants, catalog # 3501680, lot number 7600868 for both left and right devices. Manufacturer¿s reference number: (B)(4).